Event description:
A report was received 5/2002 from a dr regarding a memorylens that was implanted in 1999 in the pt's right eye and which lens had opacified. The date of diagnosis was 2001. At exam in 2002, the pt's visual acuity at that date was 20/25 od. The dr's prognosis for the pt was marked as "good", and she will continue to monitor the pt.